Event description:
Our rep reports that during an arthroscopic shoulder repair, the dam portion of the cannula tore away and fell into the joint space. The dam was retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. Cannula being returned.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.